Manufacturer narrative:
(B)(4). Medical product: unknown femoral component catalog # unknown lot # unknown tibial component catalog # unknown lot # unknown g2: united kingdom multiple MDR reports were filled for this event: 0001822565-2024-00351 0001822565-2024-00357. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown issue post implantation. No revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Review of the device history record identified deviations or anomalies during manufacturing. However, it is unknown if they are related to the reported event, as the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was revision due to loosening of the tibia.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided as this was revision due to loosening of the tibia.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: nexgen femoral component catalog # 00576401552 lot # 63892721. Nexgen stemmed nonaugmentable tibial component catalog # 00598603702 lot # 64021330. Nexgen all poly patella catalog # 00597206532 lot # 64008718. Multiple MDR reports were filled for this event: 3007963827-2024-00081, 0002648920-2024-00079, 0002648920-2024-00082.